Manufacturer narrative:
H10: adding attachments.

Manufacturer narrative:
H10: (B)(4). H6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, IFU/device labeling review and risk management review could not be conducted. The data presented in the aged article on, ¿lingual tonsillectomy using bipolar radiofrequency plasma excision¿, reported two patients required a revision surgery. However, it did not provide insight or relevance to current clinical outcomes for the product/device. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that on literature review ¿lingual tonsillectomy using bipolar radiofrequency plasma excision¿, 2 patients required a revision surgery. No further information is available.